Event description:
A trilogy evo ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at a third-party service center, the device failed during update. Due to the occurrence of a ventilator inoperative alarm indicating the device's therapy central processing unit was still running in boot monitor software. The device's printed circuit assembly board required replacement to address the issue. Additionally, ventilator service required alarms occurred indicating the internal li-ion battery reported a permanent failure and required replacement. Additional findings not related to the malfunction/issue; the front panel, main housing and vanity covered were cracked and required replacement. As part of preventive maintenance, the machine flow sensor require replacement due to contamination and the muffler assembly, air foam inlet filter and particulate filter will be replaced. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.